Event description:
During surgery, it was not possible to connect the extraction screw with the thread of the expert nail. After several unsuccessful attempts, also with another extraction screw, the surgeon used a hooked guiding rod to remove the nail. The surgery was delayed 2 hours. No additional medical treatment was required. This is # 1 of 2 reports submitted on this event

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed, and no complaint related issues were found.

Manufacturer narrative:
An internal investigation was conducted at synthes (B)(4). The device passed the required functional test successfully. The extraction screw can be connected to the nail as intended. We were not able to reproduce the problem as per event description. The microscopic investigation shows marginal deformation on the thread run-in caused during the operation. Possible root-causes are insertion of end cap was omitted, appropriate incision or patient position which should allow aligning the extraction screw with the nail or remaining bone parts in the nail thread may not have been removed. No product fault could be detected.